Manufacturer narrative:
Device evaluated by MFR: the stent was not returned for analysis. No issues were noted with the stent cup, stent holder or the distal of the inner where the stent was located on the device prior to deployment. A visual and tactile examination identified that the outer was twisted/damaged 186mm proximal from the distal end of the outer. This type of damage is consistent with the application of excessive force to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the moderately calcified biliary tract. A 10 x 94mm x 75cm wallstent-uni¿ endoprosthesis was advanced to treat the lesion. However, during the procedure, the stent was noted to be damaged. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the moderately calcified biliary tract. A 10 x 94mm x 75cm wallstent-uni(tm) endoprosthesis was advanced to treat the lesion. However, during the procedure, the stent was noted to be damaged. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.